Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a doctor via a baxter sales representative. This is the 3rd case in 16 cases received from the same hospital. On unreported date, the patient experienced peritonitis with the dianeal pd4, g-1.5%, twin bag (batch number cannot be provided) which resulted in hospitalization. The remedial medication was antibiotics (details unknown) via i.p drip. At the time of reporting, the patient has been discharged from the hospital. The outcome was recovered. The reporter stated that the peritonitis was possibly related to the dianeal solution but was more likely related to the pd procedure and the patient's own condition. No further information can be provided due to the reporter was unwilling to provide.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.